Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of infusion set tubing detachment as the tubing came apart after being used for two days. The location of detachment was reported to be quick release site. Site of insertion was left thigh. In relation to the site the pump was located on the left side of the body. The infusion set was stored in nightstand in bedroom. There was no particular activity reported that led to the event. Patient changed the infusion set. No further information available.